Event description:
Reporter indicated that the site's (B) (4) handheld computer screen would "freeze everytime they turn the device on" and that interrogating the device would take a long time. It was reported that "all troubleshooting" had been performed. A new handheld computer has been sent to the site. Attempts for additional information have been unsuccessful to date.